Event description:
Approximately three months after two cypher stents were implanted, the patient died from ischaemic cardiopathy. The patient presented to cath with silent ischemia (evidenced by positive stress echo) and 3-vessel disease was found. Pre-procedure ck, ck-mb and troponin cardiac enzymes were within normal limits. Pre-procedure meidcations included asa, statins and anti-anginals. Pci was performed on a 50% de novo lesion in the mid lad of 9.0mm in length in a 2.44mm dameter vessel. The (b1) eccentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.0 x 20mm balloon at 6 atm before deploying one 2.5x13mm cypher stent (lot # unknown) at 12 atm with satisfying results. Residual diameter stenosis measured 22%. Timi iii flows were recorded pre and post-procedure, respectively.